Event description:
It was reported that after the patient was implanted with the implantable neurostimulator (ins), all impedances were within normal limits. On (B)(6) 2013 one of the contact pairs had a low impedance of 7, and the healthcare professional (hcp) was concerned for a short circuit. Impedances were checked again on (B)(6) 2013 and all were found to be within normal limits.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).